Event description:
Customer reports that suture was breaking while tying knots following mole excision. Customer mentioned that this suture was from a newly opened box of suture. The surgeon completed the procedure with a new suture.